Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an unspecified low reading with the freestyle libre 2 sensor, as compared to a competitor meter. The customer experienced sweating and loss of consciousness, and paramedics were called. Blood glucose was taken, and the customer determined to by hypoglycemic and treated with glucose infusion. It should be noted that low readings with sensor are generally indicative of hypoglycemia; however, as caregiver did not provide associated readings, it is unknown if customer's reported low reading indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.